Event description:
A (B)(6) female patient called zoll customer support to report that her response buttons would not activate her device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation front response button was unable to activate the monitor. The root cause for the defective front response button switch was unable to be positively identified. No adverse event resulted from the defective front response button switch. The patient received a replacement monitor.